Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A small hematoma developed. Manual arterial compression was applied to achieve hemostasis and treat the hematoma. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the link was pulled from the posterior cuff. A link break will result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported suture break. Because the device was received with the anterior cuff captured during deployment and attached to the needle tips and the posterior cuff detached from the link, the report of cuff miss can not be confirmed. The suture with posterior needle tip and posterior cuff was not returned for analysis. A link break can be influenced by but not limited to, manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies. To assure that all products perform according to specifications they are subject to an inspection by manufacturing. A quality control audit inspection is performed to verify product quality. The needle trajectory of each device is inspected during manufacturing. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. Based on the analysis, inspection criteria and the reported information the cause of the link detachment appears to be related to operational influences during use. Based on the analysis and inspection criteria and reported information a cause of the reported patient effect of hematoma could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.